Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation with no data link, users unable to log in. A technical support specialist explained that the station database was corrupted and resolved the issue, ensuring that all transactions were visible on the server. Once this was completed, the specialist proceeded with a full sync. The tss extracted the missing transactions and saved them in ephi, then repaired the database and confirmed a successful repair. The specialist restarted the services, monitored the station logs, and found no errors. After checking the sync information, the station showed a current upload date and an error status of false with a count of zero. The tss verified that all station transactions had transferred to the server and completed a successful full sync. Proceeded to dispatch as per knowledge article (medstation es - station database corruption critical kernel power error). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login, had data link problem message. There were no delays or adverse events or injuries reported based on this event.